Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a 550cc mentor memorygel breast implant being used in a primary breast augmentation was ruptured during the operation. The surgery was delayed five minutes dues to the rupture. The surgeon used backup devices. No adverse event was experienced by the patient; the patient¿s condition was stable.

Manufacturer narrative:
On may 26, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample determined that the smooth hpg, 550cc breast implant was found to have a tear extending from the anterior to the posterior view, measuring approximately 11.0 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 2.5 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 26, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device lot number was identified and updated to lot 9576319. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).